Event description:
It was reported that both the atrial and ventricular leads were capped due to noise and low impedance. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 4524-53 implantable pulse generator (ipg) 1995-(B)(6), 1290 competitor implantable pulse generator (ipg) 2005-(B)(6). (B)(4).